Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2010. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal discomfort, pain with sexual intercourse, mixed urinary incontinence, interstitial cystitis. (B)(4).

Event description:
It was reported that following insertion the patient experienced vaginal discomfort, pain with sexual intercourse, mixed urinary incontinence and interstitial cystitis.

Manufacturer narrative:
Additional narrative: it was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted due to sui/pop. It was reported that the patient underwent mesh revision/removal and implant of lynx sling on (B)(6) 2012 due to pain and sui. (B)(4).